Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the forceps holder was scorched. The event can be detected/prevented by following the instructions for use which state: 3.3 endoscope inspection, 3.8 inspection of the function in combination with related equipment. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: presumed to be caused by using a high-frequency instrument without sufficient distance between the instruments when in use. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a scorched forceps holder. There was no patient involvement.